Manufacturer narrative:
Date of event: estimated. The device was not returned for analysis. A review of the lot history record and a similar incident review of the reported lot could not be conducted because the lot number was not provided. As the device was not returned for analysis and the lot number was not provided the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that, at times, when using a stopcock, the indeflator will ¿suck¿ air when attached to a balloon which has been left on negative (vacuum position) for a longer period. It may be related to the device preparation as the issue resolves with troubleshooting, but it can occur during the initial inflation or during subsequent inflations. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.